Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 309, 120 & 122 mg/dl when all tests were performed 1 minute apart on the compact system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of the testing, so she took normal medications. No other actions or treatment were reported. A request was made for the return of the suspect product and replacement product was sent.